Event description:
It was further reported that reprogramming was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device recorded frequent episodes of oversensing that appeared to be some form of electromagnetic interfere nce (emi) as there were brief periods of low-amplitude/low-frequency noise. The noise appeared to be superimposed on intrinsic events such as r-waves, also suggesting electromagnetic interference. The source of the emi was unknown. The implantable cardioverter def ibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.